Event description:
The clinician reports the implant was inserted (B)(6) 2016 in fdi 32. On (B)(6) 2020, fracture of the implant was verified. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain and fistula. No further patient complications were reported.